Event description:
Clinic notes were received for replacement for the patient¿s generator. Notes stated that the patient went to the emergency room the night prior due to a 10 minute long seizure, then a 5 minute long seizure after. Notes state they report more unresponsiveness with the seizures lately. The vns magnet helped with the first seizure, but not effective with the second seizure. The battery was noted to be 33%. Additional information was received (B)(6) 2017 that the patient¿s planned replacement is due to low battery and increased seizures. No additional or relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement. The explanted generator was discarded and is not available for analysis. No additional or relevant information has been received to date.